Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. The device was returned to the service center for evaluation. Foreign material was noted in the forceps passage. A leak was noted from the scope¿s cover. The bending section glue was found cracked on the insertion tube and cover. The scopes control knob was noted to be loose with play. There were dents noted on the scope¿s plastic cover. The scope¿s angulation was found to be low. The scope ID chip showed 19 total usages.

Event description:
The service center was informed that foreign material exiting from the air/water nozzle white substance inside scope. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer was unable to determine the root cause. As the results of the DHR review it was confirmed that the subject device was shipped from the factory in accordance with specifications. The lm reported that the most probable cause for the reported event is as follows: event: a foreign material was ejected from the channel. Possible cause: it was assumed that the inside of biopsy channel was shaven, and a shaven piece was possibly ejected from biopsy channel. Or, chemical agents might have been remained. A foreign material was ejected from the channel. According to quality inspection results, sales business center was able to confirm the suggested event. The legal manufacturer reported that if the user follows the following instruction in IFU, the user can properly detect the suggested event. Inspection of the endoscopic system inspection of the water feeding function . Inspection of removing the remaining water from the objective lens. If the user follows the following instruction in IFU, the user can decrease the occurrence of the suggested event. Preparing the equipment for reprocessing - all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle. In addition, pertaining to a foreign material was ejected from the channel. If the user follows the following instruction in IFU, the user can properly detect the suggested event. Inspection of the endoscopic system - inspection of the instrument channel - insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end. Also make sure that no foreign objects come out of the distal end. If the user follows the following instruction in IFU, the user can decrease the occurrence of the suggested event. Using endotherapy accessories - when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. Manually cleaning the endoscope and accessories - brush the channels - be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk.